Manufacturer narrative:
H10: of the seven malfunctions, six lot numbers were provided, and lot history reviews were performed. Of the seven reported malfunctions, none of the devices were returned; however, medical records were provided and reviewed for five malfunctions and images included for two malfunctions. Therefore, for three malfunctions the investigation is inconclusive for difficult to remove, for one malfunction, the investigation is confirmed for difficult to remove, for another one malfunction it was confirmed for perforation (a0101) and difficult to remove, for another one malfunction it is confirmed for perforation, difficult to remove and occlusion (a1409) and for the remaining one malfunction, the investigation is confirmed for material deformation(a0406); however, the investigation is inconclusive for difficult to remove. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes seven malfunctions. The information reviewed indicated that model dl900f vena cava filter allegedly experienced difficult to remove. These reports were received from various sources. All seven malfunctions involved patients with no patient consequences. Of the 7 malfunctions, three were male and two were female, five patients ages ranging from 32 to 68 years, and two patients weight were provided as 61 and 75kgs. All other patient details were not provided.

Event description:
This report summarizes seven malfunctions. The information reviewed indicated that model dl900f vena cava filter allegedly experienced difficult to remove. These reports were received from various sources. All seven malfunctions involved patients with no patient consequences. One patient was reported as a 59-year-old male who weighed 61kgs. One patient is a 68 year old female who weighs 75 kgs. Another male patient is 32 years old, and weight was not provided. All other patient information was not provided.

Manufacturer narrative:
H10: of the seven devices, six lot numbers were provided, and lot history reviews were performed. Of the seven reported malfunctions, none of the devices were returned; however, medical records were provided and reviewed for three malfunctions. Of these three malfunctions, one is inconclusive for difficult to retrieve, one is confirmed for difficult to retrieve, and the third is confirmed for material deformation (2976) and inconclusive for difficulty to retrieve. The remaining four malfunctions are inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfat2777, gfxi2515, gfzi0343, unknown), g4

Manufacturer narrative:
Of the 7 devices, 6 lot numbers were provided, and lot history reviews were performed. Of the 7 reported malfunctions, none of the devices were returned; 2 medical records were provided. Difficult to remove was inconclusive for 6 of the devices; confirmed for 1 of the devices. A root cause has not been determined. The devices were labeled for single use. (Corporate lot number: gfat2777, gfxi2515, gfzi0343).

Event description:
This report summarizes seven malfunctions. The information reviewed indicated that model dl900f vena cava filter allegedly experienced difficult to remove. These reports were received from various sources. All seven events involved patients with no patient consequences. One device was used in a (B)(6) male patient, (B)(6) kgs. The second device was used in a (B)(6) female patient, (B)(6) kgs. Age, weight, and gender were not provided for the other five patients.